Event description:
The user facility reported hose separated on the system 1e causing flooding in the room where the unit is located. Facility staff shut off the water supply. No injuries, procedural delays, or property damage reported.

Manufacturer narrative:
A steris technician inspected the unit and found the facility had repaired the hose fitting at the carbon filter outlet 90 degree barb fitting with a worm clamp. Technician replaced the hose with new 90 degree factory crimped fitting, ran test cycles and confirmed the unit was operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).